Manufacturer narrative:
Results: the pet lock was not broken but detached from the pusher assembly and was within the packaging hoop wire retention feature. The pusher assembly mid-joint was advanced distal through the introducer sheath so that it was not seated in the friction lock. The pusher assembly distal detachment tip (ddt) was advanced out of the introducer sheath distal tip. The pull wire within the pusher assembly was out of the distal detachment tip (ddt) alignment feature. The embolization coil was undamaged and detached from the ddt. Conclusions: evaluation of the returned pod4 revealed a detached embolization coil and the pet lock had slid off and was within the packaging hoop wire retention feature. Further evaluation revealed the pull wire protruding out of the ddt alignment feature. Due to the pet lock being stuck within the retention feature, it was likely that the proximal end of the pusher assembly was pulled through the wire retention clip rather than being lifted out. This may cause the pet lock to loosen and slide off. If the proximal pet lock is missing from the pusher assembly the pull tube would be able to slide freely. This would likely result in the detachment of the embolization coil and subsequent advancement of the pull wire distal to the ddt. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, a pod4 broke off its pusher assembly upon removal from its packaging hoop. It was reported that the physician felt resistance while removing the pod4 from the packaging hoop. The damage to the pod4 occurred prior to use and, therefore, it was not used in the procedure. The procedure was completed using new pod coils and penumbra coil 400s (pc400s).